Event description:
The customer reported a lack of oxygen supply. There was no patient involvement.

Manufacturer narrative:
MFR rec¿d date: 10oct2019. The manufacturer¿s international service technician confirmed the reported oxygen issue. The manufacturer¿s international service technician replaced the gas delivery system (gds) gas module to address the reported oxygen issue. The ventilator has returned to normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
The customer reported a lack of oxygen supply. There was no patient involvement.